Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl due to over calculating a bolus that ended up being too much insulin. Carbohydrates were consumed to address bg.